Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise with pacing inhibition and an undetermined amount of asystole on the right ventricular (rv) channel. It was determined that the patient was in a non-device related procedure at the time of the stored episode. No additional adverse patient effects were reported.